Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument as received revealed damage to the knife blade and the sulu interlock. Additionally the sulu was partially fired to the 6cm cut line. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Replication of the observed damage to the sulu interlock may be due to the user forcing closure of the jaws after opening the stapler and triggering the interlock. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic esophagectomy procedure. The device was loaded and ready to fire. The stapler was placed over the esophagus, closed, and fired. The stapler only deployed between half and two thirds of the staple line. The stapler was retracted, opened, and removed from the patient. A new device was opened and used to fire a new staple line across the esophagus. There was no unanticipated tissue loss or tissue damage. The patient status is alive, no injury. From (B)(4)-according to the reporter: occurred during a left thoraco / oesophagectomy procedure. The surgeon started to staple. The device fired only on one third of the stapler and could not fire completely and it got stuck. Opened a new stapler.